Event description:
Note: this report pertains to one of two devices used during the same procedure. Manufacturer report # 3005099803-2010-04498, addresses the other device. It was reported to boston scientific corporation that two trapezoid rx lithotripter compatible basket devices were used during an ercp (endoscopic retrograde cholangiopancreatography) procedure performed on (B)(6) 2010. According to the complainant, during the procedure, an alliance handle was being used while attempting to crush the stone, when the wire broke at the end of the catheter leaving the basket inside the patient. A second trapezoid rx lithotripter compatible basket was used and the same thing occurred. The technician removed the each basket with a foreign body device. It could not be reported how the procedure was completed. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
Concomitant medical product: alliance handle. (B)(4). The complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed. (B)(4).